Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to sepsis. Vegetation was noted on the right atrial (ra) lead and right ventricular (rv) lead. The patient was prescribed antibiotics. The rv lead further demonstrated high thresholds which trended upwards rapidly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.